Event description:
The customer reported a displayed system error that could not be bypassed or resolved by rebooting the system. It is likely the error resulted in a system lockup situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.